Event description:
Information received by medtronic indicated that there was a crack on the insulin pump next to the battery compartment . No further patient complications were reported. Troubleshooting was performed and the customer has been advised to discontinue use of the pump. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Pump was received with a missing reservoir tube o-ring, a missing retainer, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2022 at 12:31:39 pm, (B)(6) 2022 at 12:31:49 pm, (B)(6) 2022 at 12:31:57 pm and (B)(6)2022 at 12:32:04 pm with variable (0c). Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. A missing reservoir tube o-ring and a missing retainer were confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the electronic assembly. During visual inspection, found corrosion on the force sensor and motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.